Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing unexplained syncope and was admitted to the hospital. The device was displaying zeros in the histogram data and the clinician was uncertain how to determine the percentage of pacing from the device. The device remains in use. No further patient complications have been reported as a result of this event.